Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. The atrial capture threshold was 4.0 v, 0.5 ms, greater than the programmed output of 2.0 v, 0.5 ms. The device was reprogrammed to 5 v, 0.5 ms.